Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01392 and 9616099-2007-01393. Additional information will be submitted within thirty days upon receipt.

Event description:
Within 24 hours of the placement of two cypher stents, a male patient experienced a thrombotic event. The indication for the percutaneous coronary angiogram was acute myocardial infarction. The target lesion was 3.0 x 40mm, de novo with total occlusion and a type c classification in the proximal left anterior coronary artery (lad). Pre-dilatation was conducted with a balloon (2.5/15mm) at 8 atm for 20 seconds. The first cypher, cjs23250 was implanted at 14 atm for 30 seconds. A second cypher was implanted at 14 atm for 30 seconds proximal to the first cypher. The two stents were overlapping each other. Post-dilatation was conducted with a balloon (3.0/15mm) at 15 atm for 20 seconds. Intravascular ultrasound was conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Within 24 hours, the patient complained of chest pain and a coronary angiogram showed a thrombus in the implanted stents. According to the physician, the thrombus occurred because pre-medication with antiplatelet medications was not conducted and so the ticlopidine hydrochloride did not work. The thrombus was treated by balloon angioplasty.